Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 3387s-40, lot# v296972, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: extension; product ID 3387s-40, lot# v268107, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: extension; product ID 7438, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported there was an infection. It was noted the right ins was last checked and ¿juice was turned up on it¿ in (B)(6) 2013.